Event description:
It was reported that the patient developed a driveline infection on (B)(6) 2022. They experienced pain and drainage at their driveline exit site as well as bacteremia. Driveline exit site cultures and blood cultures were positive for methicillin-susceptible staphylococcus aureus (mssa). The patient underwent a heartmate 3 to heartmate 3 exchange on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Voluntary mw number (B)(4) was received on 29jun2022. Manufacturer's investigation conclusion:a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported driveline infection could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 10 inches from the pump housing. The distal portion of the pump cable and the modular cable were not returned with the device. Approximately 3.5 inches of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. The apical cuff was not returned.the sealed outflow graft was severed approximately 3.5 inches from its hardware and returned with the sealed outflow graft bend relief properly engaged to the graft attachment. Upon closer inspection, 7 small fenestrations were observed along the bend relief material. The last 2 fenestrations, distal to the pump, were covered by a tissue like material, however, when a light was shown through the bend relief these fenestrations appeared yellow, indicating a window like cut at these points. Inspection of the graft material underneath the bend relief revealed no signs of distortion such as twists or kinks. The sealed outflow graft and sealed outflow graft bend relief were sent for histopathology analysis. Per the analysis the outflow graft exhibited a uniform coating of proteinaceous material, includingalbumin (presumed) and fibrin, along the bend relief surface. The material present along the bend relief inner surface correlated to that of the matching region on the outer surface of the outflow graft which was consistent with a compaction of the homogeneous/fibrin laminar morphology. The thicker zones of this material (with cystic-like pools) were consistent with areas representing space-filling, reduced pressure response (i.e., the areas in between the outer plastic rings of the bend relief).from these observations, a biphasic response to the implantation was seen. The first phase (acute) was dominated by plasma proteins leaking out through the porous dacron graft into the space between the bend relief and the outflow graft. During the second phase (remodeling), healing occurred from the outer surface of the bend relief, with a transition to remodeling of connective tissue through the fenestrations in the bend relief. However, there was a point where the remodeling stopped, and a residual inspissated fibrinous sequestrum due to the leakage of plasma through the dacron graft remained, which was best demonstrated in regions near the fenestrations of the bend relief.upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications.the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications.the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, several sections of the IFU and patient handbook provide information regarding how to care for the driveline. These documents instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged).no further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that states the patient was admitted with sudden onset driveline drainage/pain after exercising the day prior. The patient underwent a positron emission tomography (pet) scan that showed uptake along the driveline and focal activity adjacent to the proximal outflow tract that was concerning for sites of infection.